Manufacturer narrative:
It was reported that a spectrum pump experienced no post completion, tone or display. There was no known patient injury or medical intervention associated with this event. No additional information is available. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no post completion, tone or display. There was no patient involvement. No additional information is available.